Event description:
It was reported that during surgery the surgeon noticed in the radiographic image that the tip of the guidewire was broken. The tip could not be removed from the vertebral body of the patient.